Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the 1 existing patient is not showing on station, customer has verified that patient still exists is meditech and es server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist checked in server and confirmed that patient is admitted in correct unit and showing in station database, patient is not showing up in station report. The tse found that the patient was admitted on (B)(6) 2025 where the admission inactivity days' time has elapsed hence patient is not showing up in the station. The system functioned as intended after the technical support specialist troubleshot the device